Event description:
Consumer stated cord melted and damaged her recliner. Bare wires were exposed. The cord was plugged directly into the outlet. She only used it for heat and not vibrating model.

Manufacturer narrative:
Property damage only. No medical event or injury.